Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Section h10 has been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation and additional findings. Sections: a2, a3, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and reviewed and revealed the following: patients right access vessel had presence of reportedly low calcification and low tortuosity. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event was unable to be confirmed due to unavailability of relevant imagery and/or product returned evaluation. Available information suggests procedural factors (steep insertion angle, high push force) likely contributed to the event as it was reported that the sheath was inserted at a steep angle and there was some difficulty advancing the crimped 23mm sapien 3 ultra resilia valve through the 14f esheath plus due to the vertical nature of the access puncture. Additionally, it was reported that it was just very difficult to advance the thv. A steep insertion angle can result in non coaxial alignment between the delivery system and sheath. Non coaxial advancement of the delivery system through the sheath may lead to resistance. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 8 years post implantation of a 23mm sapien 3 valve in the aortic position, a valve in valve was performed with a 23mm sapien 3 ultra resilia valve due to valve stenosis. There was some difficulty advancing the crimped 23mm sapien 3 ultra resilia valve through the 14f esheath plus due to the vertical nature of the access puncture which resulted in one of the 23mm sapien 3 ultra resilia valve stent struts becoming deformed. The decision was made to proceed as the patient was hypotensive after the bav. Deployment was successful and after post dilating with the same 23 true balloon, patient was left with just trace pvl. Patient is stable and recovering.